Manufacturer narrative:
H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed a separation between the female connector and the main body of the twist clamp. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent application between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.